Manufacturer narrative:
Other, other text: h2: see a1, b5 and h6 (patient code).

Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. A force sensor test error was found in the event history log. The power up process and a check to the sensor was performed. The operator was unable to duplicate the force sensor at power up and all the reading of force sensor were within the required specs.

Event description:
Information was received indicating that the medfusion 3500 pump had a force sensor issue. There were no adverse events reported.